Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon retained [foreign body in reproductive tract] string became completely disconnected from the cotton absorption part-tampon [device breakage] while removing a tampon, the string became completely disconnected from the cotton absorption part resulting in the tampon being retained [complication of device removal] case narrative: consumer reported via email that the tampon string became disconnected from the cotton. No serious injury was reported.

Event description:
Tampon retained [foreign body in reproductive tract]. String became completely disconnected from the cotton absorption part-tampon [device breakage]. While removing a tampon, the string became completely disconnected from the cotton absorption part resulting in the tampon being retained [complication of device removal]. Case narrative: consumer reported via email that the tampon string became disconnected from the cotton. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.